Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day after implant, the right atrial (ra) lead dislodged and resulted in abnormal sensing. The ra lead was repositioned and remains in use. The patient is a participant in adapt response clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.